Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary (rca) artery. A 2.50x16mm promus element plus stent was to be used to treat the target lesion. During the delivery of the device it was noted that the stent got flared at the calcified lesion. The procedure was completed with a 2.25x16mm promus element stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).